Manufacturer narrative:
This event occurred at (B)(6) medical centre, in (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed an outflow graft twist on (B)(6) 2022 as the patient came into the emergency room with low flow and a full left ventricle. It was noted that the aortic valve opened with every beat. The hospital attempted to resolve the twist with a second stent which did not solve the issue completely. During catherization the guide wire was pushed through the area of the twist and the site noticed a pump stop. The health care provider attempted to pull back the wire but felt that it was stuck. The patients blood pressure dropped down and cardiopulmonary resuscitation was started. The wire was released after 1-2 minutes and the pump restarted again with low flow of 0.5 l/min. At 5200 rpm. The patient was brought to the operating room and partial cardiopulmonary bypass was started. The surgeons confirmed outflow graft twist and de-twisted it with immediate improvement to flow up to 3.0 l/min at 5200 rpm. A new outflow graft clip was installed. The patient was hemodynamically stable and ventilated after the twist was resolved. The patient passed away on (B)(6) 2022 due to right ventricular failure and sepsis. It was noted that the death was not device related and the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a twisted outflow graft was unable to be confirmed as no product or images were available for evaluation. The report of the pump stopping for one to two minutes was unable to be confirmed as no log files were submitted, and a specific cause for this event could not be conclusively determined through this evaluation. Additionally, a specific cause for the patient's sepsis was unable to be conclusively determined. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right heart failure, sepsis, and patient outcome could not be conclusively established through this evaluation. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. (B)(6) would reportedly not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 24sep2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists right heart failure, sepsis, localized infection, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ outlines indications of right heart failure as well as possible treatments. This section also includes information regarding how to prevent and control infection. Section 1 of the IFU provides an explanation of all pump parameters, including pump flow. This section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. An occlusion of the flow path decreases flow and causes a corresponding decrease in power. Pump output should be assessed in this situation. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard and pump off, as well as the appropriate actions associated with them. Section 5 "surgical procedures" contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 4 ¿system monitor¿ states to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1, then a stopping pump message will be displayed. This section further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. Additionally, hm3 lvas IFU was released following the implementation of CAPA 114896 and is currently available. Section 5, ¿surgical procedures¿, includes instructions for installing the outflow graft clip, and states to attach the outflow graft clip to prevent post-operative outflow graft twisting. This section further warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The patient handbook contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.